Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 50cm from the strain relief, the hypotube was kinked. There was contrast present in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded and had blood and contrast inside. There was an 8mm longitudinal tear in the balloon 10mm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon burst due to severe calcification. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon burst due to severe calcification. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.